Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported concerning a revision surgery in order to retrieve a matrix locking cap that was inadvertently left in the patient from a previous procedure (unknown date) by the surgeon. There were no issues with hardware. Locking cap was retrieved by the surgeon on (B)(6) 2014. No further information was provided. Surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).